Manufacturer narrative:
(B)(4) (imp) is submitting this report on behalf of b braun (B)(4) (MFR). (B)(4). The device has been received for eval and the investigation is on-going at this time. A follow-up report will be submitted when the investigation results become available.

Event description:
Ref imp report (B)(4).